Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer continued to administer oral medication based on multiple high readings on their blood glucose meter. The consumer subsequently went to the hospital with high results and pressure in her chest. The consumer was admitted to the hospital and treated for hyperglycemia. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strip, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. This is being reported as an adverse event under the FDA medwatch regulations.